Event description:
It was reported that the device was explanted after an implant duration of zero days, due to a failed ring repair. It was also learned that the patient expired in 2008, due to the loss of function of the pacemaker. Information learned from the operative report and discharge summary.

Manufacturer narrative:
Device not returned. Failed ring repair. Failed pacemaker.